Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via review of the controller log files which revealed 102 high watt alarms starting (B)(6) 2017 and an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. Analysis of the device revealed that the device passed dimensional verification, but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Post-explant functional analysis revealed that the pump failed to meet pre-implant requirements with power average consumption of 2.11 watts vs 2.03 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. The friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department (ed) with elevated powers after several high watt alarms. The patient was admitted to the cardiac care unit (ccu) and was started on tissue plasminogen activator (tpa) which was unsuccessful. The patient had a power spike which normalized but powers were increasing again. Lactate dehydrogenase (ldh) at 2200 and urine hemolysis noted. The left ventricular assist device (lvad) was exchanged. No further patient complications have been reported as a result of this event.